Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2010 and ams miniarc precise sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. Following the surgery the patient experienced pain, erosion, infection, fistula, recurrence, dyspareunia, vaginal scarring. The patient underwent mesh excision on (B)(6) 2010 due to mesh erosion, recurrence of pelvic organ prolapse and incontinence. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with overlapping anal sphincteroplasty, laparoscopic sacral colpopexy, cystocele repair, and cystourethroscopy due to fecal incontinence, vaginal prolapse with enterocele, and cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent vaginal sling mesh excision, takedown of rectovaginal fistula with low anterior rectal resection and low colonic j pouch anastomosis, adhesiolysis, greater than 30 minutes, small and large bowel, and repair of vaginal defect on (B)(6) 2011 by dr. (B)(6).

Event description:
It was reported that the patient underwent vaginal sling mesh excision, takedown of rectovaginal fistula with low anterior rectal resection and low colonic j pouch anastomosis, adhesiolysis, greater than 30 minutes, small and large bowel, and repair of vaginal defect on (B)(6) 2011 by dr. (B)(6).